Manufacturer narrative:
Analysis of the pump found the pump logs showed that the pump exhibited a low battery reset followed by elective replacement indicator (eri). Battery resistance was tested and found a high resistance battery which caused the reset and pre-mature eri.

Event description:
Additional information received reported that it was unknown whether the device was returned yet. The manufacturer¿s representative stated that explanted devices got sent to the hospital materials management department for processing prior to return.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l71618, implanted: (B)(6) 1999, product type: catheter. Product ID: 8709, lot# l69915, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
The patient heard an alarm about lunch time on the date of this report. The patient went into the office the same day and telemetry confirmed a critical alarm was occurring. The pump logs showed reset occurred, low battery, and pump in safe state at 10:54am. The patient was at home at his computer when it happened. It was noted that the pump was programmed in flex mode and the patient had a bolus scheduled at 11am. The pump was replaced. The device system was delivering clonidine, bupivacaine, and sufenta. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.